Manufacturer narrative:
Correction: previously reported h6 - 4577 - swelling/ edema should have been 1884 - hematoma.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-12751. Related manufacturer's reference number: 2017865-2021-12752. It was reported the patient presented in the clinic with swelling of the device pocket. It was determined there was a pocket infection. The pacemaker and lead were explanted on (B)(6) 2021. The patient is recovering.